Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-01022. It was reported the patient implanted ipg¿s are loose, but the cervical one is causing site pain. Patient has lost over 30lbs which is suspected to be the issue. Surgical intervention may take place later.

Event description:
Additional information received indicated that during the battery site revision on (B)(6) 2022 the physician cut the wires leading to the penta paddle at t9. Additional intervention may occur to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined

Event description:
The lead revision previously reported in this report is covered manufacturing report number 1627487-2022-02253. This issue pertained to the ipg becoming loose in the pocket due to weight lose and causing pain. The ipg was replaced to address the issue.